Event description:
I am writing this email in regard to my 6 year old mentor smooth saline implants that I had put in believing they were 100% safe for me at (B)(6) years old. After the first couple years of enjoying them, my symptoms hit me like a ton of bricks! I have extreme jaw, neck, lymph node, ear pain. I have migraines everyday. Chronic facial and jaw pain, joint pain, sensitivity to light and noises. My perfectly healthy teeth hurt, severe brain fog and blurry vision. My beautiful smooth skin has turned into bumpy eczema patches. Forgetfulness as I am writing this, my nails, and toenails are yellow and crumbling. Ovarian cysts, diagnosed with ibs in 2016. Chest and rib pain. Several gastrointestinal problems as well as extremely heavy periods. My left breast has became increasingly painful and has capsule contraction. As I am scraping together the funds to get my implants removed, I struggle everyday with chronic pain and depression until I rid myself of these poison bags. Please, any help to spread awareness would do some justice to us (thousands of women) who are suffering everyday.